Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and mild calcification in the circumflex coronary artery. When the vision stent delivery system (sds) was being advanced hurriedly due to an acute myocardial infarction (mi), the proximal shaft separated in two pieces. There was no resistance noted during advancement. The sds was withdrawn from the patient without any issues and a new vision stent was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.